Event description:
It was reported that the unit is shutting off intermittently and displaying error messages.

Manufacturer narrative:
Additional information will be provided once the investigation is complete.